Event description:
It was report that as the guide wire was advanced to the circumflex through a tight lesion, the guide wire tip prolapsed. A stent was deployed and the guide wire tip became trapped between the vessel wall and the deployed stent. Upon removal of the guide wire the entrapped guide wire tip separated. There were no attempts made to retrieve the guide wire from the pt. The pt is reported to be doing well.